Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was part of a system revision due to infection. Intravenous antibiotics and surgical intervention were needed to resolve the issue and this defibrillator was explanted. No additional adverse patient effects were reported.